Event description:
It was reported that the patient had a magnetic resonance imaging (MRI) performed. The physician communicated that the MRI scan was performed normally, and patient had no issues after the MRI scan. Stimulation worked normally and he had no pain on the ipg site. However, about a week after the MRI was performed, the patient experienced a loss of stimulation, and the implantable pulse generator (ipg) was unable to charge and was unable to communicate with the remote control or clinician programmer. The patient also experienced pain and a burning sensation at the ipg site. It was stated that the patient has not undergone procedures with electrocautery or similar high energy type devices. The patient underwent a procedure where the ipg was replaced. There were no reported complications postoperatively and the patient has recovered.

Event description:
It was reported that the patient had a magnetic resonance imaging (MRI) performed. The physician communicated that the MRI scan was performed normally, and patient had no issues after the MRI scan. Stimulation worked normally and he had no pain on the ipg site. However, about a week after the MRI was performed, the patient experienced a loss of stimulation, and the implantable pulse generator (ipg) was unable to charge and was unable to communicate with the remote control or clinician programmer. The patient also experienced pain and a burning sensation at the ipg site. It was stated that the patient has not undergone procedures with electrocautery or similar high energy type devices. The patient underwent a procedure where the ipg was replaced. There were no reported complications postoperatively and the patient has recovered.

Manufacturer narrative:
The returned ipg was analyzed and it would not charge despite multiple charging attempts. Communication could not be established with a known good remote control or clinician programmer. Therefore, functional testing could not be performed. The ipg was then cut open, and internal electrical measurements revealed that the fuse had blown. After replacing the blown fuse, it was noted that excessive sleep current was present. This confirms that the application-specific integrated circuit (asic) chip is damaged. This damage is typically caused by the ipg exposure to external high voltage/high current transient sources.